Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced a blood glucose (bg) level of 352 mg/dl. The user addressed the bg level with an injection. During troubleshooting with tandem's technical support, it was determined that the luer lock connection was loose. The user tightened the connection and resumed insulin delivery. Reportedly, the user's bg level was 219 mg/dl at the time of the report.